Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 73 mg/dl at the time of the call. The customer stated that they dropped their insulin pump and they cannot see the screen. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump was unable to perform the displacement test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.